Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of sensing and an increase in pace impedances via the patient's remote monitoring system. The patient was brought in and the rv lead was found to be dislodged. There was also loss of capture at maximum outputs. The patient had no symptoms, but a revision procedure was scheduled. The rv lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.